Manufacturer narrative:
The technician replaced the foot brake casters to resolve the issue.

Event description:
The technician alleged the foot brake casters are ratcheting in brake mode. No pt impact.